Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The cause of death is unknown. It was noted that capture could not be confirmed for the leads, and right ventricular (rv) lead exhibited a bipolar impedance alert and the patient had a lead revision on the day of death.